Event description:
It was reported that device had air in line issue which was tested and noticed that device displayed channel error code 200.5040, hence replaced transducers and logic board. Then the pump was flashed and found that the error was persisting, resolved by replacing pc unit. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.